Event description:
In 2008, the pt reported that he had been experiencing occlusion (e4) errors and elevated blood glucose with his infusion device. He stated that his blood glucose was elevated to over 300 mg/dl. His normal blood glucose range is 80-120 mg/dl. He stated that he had changed his headset and continued to receive occlusions, and he then changed his infusion tubing and added insulin to his insulin cartridge. He stated that he now believes the insulin he inserted into the cartridge was bad, and it diluted the good insulin that was originally in the cartridge. He continued to experience occlusions and then discovered that his cannula was kinked. He stated that over the course of the day he bolused over 100 units of insulin and his blood glucose remained elevated. He stated that with a new insulin cartridge, insulin, and infusion set the issue was resolved. He stated that he knows he should not have refilled his insulin cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.